Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Two failures were reported. It was reported that the pressure sensor was intermittently disconnected and was displaying warning above limit error messages. Additionally, the patient leakage test was reading values that are out of range. The failure occurred during maintenance. No harm to any person has been reported. Any pressure failure or pressure reading issue can lead to a pump stop if the interventions were set by the user. Additionally, due to the risk of harm to a patient by leaking currents, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
Two failures were reported. It was reported that the pressure sensor was intermittently disconnected and was displaying waring above limit error messages. Additionally, the patient leakage test was reading values out of range. The failure occurred during maintenance. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2025-06-26. The fst confirmed that there was no visible damage or corrosion on the hls cable or sensor panel. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Regarding the pressure failure: it was confirmed, by fst, that no corrosion or mechanical damages were found on the sensor panel. A similar failure was investigated by getinge life-cycle-engineering on 2023-01-26 with following conclusion: the most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages. This lead to the unstable value changes. Regarding the patient leakage test failure: a similar failure of the patient leakage test was investigated by getinge life-cycle-engineering (lce) on 2023-08-11. The exceeding of the value limit affects only the sensor panel da0, in which a higher capacitor value was installed. This complaint is in scope of fsca# 881841 (ongoing). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. According to the instruction for use of the cardiohelp device (chapter "connecting external devices (optional)") it is stated to check the total leakage currents if the cardiohelp device will be used together with other medical devices. Regarding the pressure failure: the review of the non-conformities has been performed on 2025-07-04 for the period of (B)(6) 2020 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-05-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Regarding the patient leakage test failure: the review of the non-conformities (nc) has been performed on 2025-07-04. The device was manufactured on 2020-05-19. Following ncs regarding the reported failure were found: nc # (B)(4) leakage measurement against standard 60601/62353. This complaint is in scope of fsca# (B)(4) (ongoing). Based on the results the reported failure "pressure failure" and ¿patient leakage test failure¿ could be confirmed. This complaint failure ¿patient leakage test failure¿ was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2024 till (B)(4) 2025). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.